Manufacturer narrative:
Updated: relevant tests/lab data, other relevant history, patient. Corrected: describe event or problem. (B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, stent thrombosis and in-stent restenosis occurred. The patient presented due to stable angina. The 95% stenosed and 32mm long de novo target lesion was located in the mid left anterior descending (lad) artery with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilation and placement of a 2.75x32mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2011 - the patient presented with chest discomfort. Investigations revealed stent thrombosis of the study stent. Coronary angiography revealed an 85% stenosed de-novo lesion in the proximal lad and 95% focal in-stent restenosis of the 2.75x32mm taxus liberte stent placed in the mid lad. The focal in-stent restenosis was treated with balloon angioplasty and placement of a 2.75x15mm promus stent resulting in 0% residual stenosis. The de-novo lesion in the proximal lad was treated with placement of a 3x8mm promus stent. The event was considered resolved without residual effects and no other patient complications were reported.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the target lesion was 20mm in length, not 32mm as originally reported. It was also further reported that the patient presented due to worsening angina, not chest discomfort as originally reported.